Manufacturer narrative:
Initial and final MDR (B)(4) - MDR 3003442380- 2024 - 17549 - device 10 of 10

Event description:
Unomedical reference number (B)(4). Event occurred in the united states, it was reported that on (B)(6) 2024 ten infusion set fell off during use. No further information available